Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e315 error (scope error) is due to a failure of the image sensor unit or the video connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope produced an e315 error (scope error) during a colonoscopy. The procedure was completed with the same device after repeated powering-on and powering-off. Customer confirmed the device was inspected prior to use and they use an oer-4 for cleaning, disinfection, and sterilization. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation revealed: due to wear of angle wire, the bending angle in the up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, the adhesive on the bending section cover had a chip and crack, the plastic distal end cover had a scratch, and the connecting tube had a scratch. Adhesives on bending section cover, around objective lens and around light guide lens had a white-clouded area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.